Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they noted a red patch smaller than 0.5 x 0.5 inch with bumps and maybe a little bruised at the edge of the tape border at about the 7 o'clock position. Then another small red bumpy spot around the 5 o'clock position but closer in to the stoma and still under the tape border. This area is smaller than the first. The end use is not experiencing any itching or burning. The end user has been using a no sting protective barrier spray. The end user will try to wear the appliance for a longer time in between changes. The end users subsequent outcome was not reported.